Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-feb-2017, an fse visited the customer to address the reported event. During servicing, fse found the bf probe 4 clogged. Fse then replaced the bf probe 4 and was tested without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clogged wash probe.

Event description:
On (B)(6) 2017, a customer reported error 2234 (bf probe 4 overflow sensor) with their a1a-2000 analyzer. The customer temporarily resolved the error by performing a wash probe maintenance but the platform was wet again and the error returned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle-stimulating hormone (fsh) and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.